Event description:
The hospital reported that the hemopro 2 device malfunctioned. The hospital intends to return the product in question. We are following up with the customer for additional details regarding this event, including how the device malfunctioned, how the procedure was completed and the pt's outcome. A follow up report will be submitted if additional information regarding the event is received.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the product lot number. There was no nonconformance recorded in the lot history. (B)(4).